Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No a33 alarm. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)